Manufacturer narrative:
The complaint was re-assessed and found to be non-reportable. (Investigation previously submitted).

Manufacturer narrative:
Investigation results: visual investigation: at the tip of the instruments one of the two catches is missing. The broken off part was not enclosed. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. To ensure proper application, it is necessary that the surgeon spread the downtube completely with the removal key as mentioned in the IFU. Due to the hazard, as a precautionary measure a fsca was initiated.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a ennovate downtube. According the complaint, description the retaining lug broke off during surgery. The broken piece was retrieved and discharged. There was no patient harm. Additional information was not provided nor available. The malfunction is filed under aag reference (B)(4).